Event description:
I was initially implanted with an ethicon prolene mesh patch for a simple hernia repair in (B)(6) of 2006. By (B)(6) of 2007 I was getting very ill and was in constant 24/7 pain. By (B)(6) of 2008, I had lost 40 lbs, was unable to eat and the pain was incredibly intense. The prolene mesh had twisted up and crumpled inside of me. It was not because of the way the mesh was installed. I lost my right testicle because of the damage done. The repair of the large hole left from the removal of the prolene mesh was repaired by a kugel small oval with the memory ring. I am in pain everyday, all day. I am being force to apply for (B)(6) because I can no longer climb ladders, crawl in attics etc which is a requirement when you install security systems as I do/did. My abdomen is distended around the surgical site and I have shooting pains that sometimes drop me to my knees. Dates of use: (B)(6) 2006 - (B)(6) 2008 and (B)(6) 2008 - (B)(6) 2011.